Manufacturer narrative:
(B)(4). Date of event: month and day unknown. Only year (2019) is known. Batch # unk.   A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a hemorrhoidectomy procedure, the device blocked intraoperatively. The staple line was deployed but the device did not cut. Surgery time extension about 50 minutes. An additional device was opened and the operation ended with no influence on surgery and patient safety.